Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after the event occurred. A lhr review is not possible; the manufacturing lot number that was provided, is an incorrect manufacturing lot number.

Event description:
It was reported that the dr implanted a long-term catheter from right internal jugular in (B)(6) 2012. On (B)(6) 2012, the pt's catheter was dislodged out of his body 1 cm when he was staying in the hospital. The dr found the cuff still in pt's body. The dr has to implant an new catheter via ij.